Manufacturer narrative:
(B)(4). Date sent: 5/13/2024 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic sacrocolpopexy, when the device peeled off, the device was broken. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. Batch #: a9ec88. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. No electrode tip detached was observed. The instrument was tested for continuity and was found to be conforming. Additionally, photos were provided by the customer: image img_0329 showed the devices returned with the distal side bent, image qa_1 showed the tip of the electrode bent, image qa_2 showed the tip of the electrode bent, image qa_3 showed the device returned with the distal side bent, image qa_4 showed the batch a9ec88 and sn 23327. However, we were unable to verify this condition. It is possible that the reported condition was changed under improper handling during transit or storage. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused this issue.. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.